Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries and subsequent surgery; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. H.11: this MDR was a duplicate of event/device information submitted under MDR 1213643-2019-08909. Please refer to MDR 1213643-2019-08753 for detail of event and device. Updated fields: b5, g7, h2, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard davol ventralight st on (B)(6) 2017. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralight st. As reported, the attorney alleges patient experienced emotional distress and the device was defective. Corrected information: this MDR 1213643-2019-08909 represents a duplicate submission. Please see MDR 1213643-2019-08753 for event/device.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries and subsequent surgery; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2017. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralight st. As reported, the attorney alleges patient experienced emotional distress and the device was defective.